Event description:
Information was received indicating that a smiths medical administration set was thought to be causing the pump to start beeping by showing an error message "occlusion". The patient was experiencing dystonia in the foot. The tubing was checked to ensure there were no kinks. The infusion was restarted and the pump once again errored occlusion. The patient ultimately replaced the infusion set and restarted at a different site. There were no other reported adverse events.